Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they believed something was wrong with their implantable neurostimulator (ins) because stimulation would increase by itself randomly. The patient stated that the longest it stayed at the increased level was probably two minutes and when it happens, the simulation would increase quite a bit but would go back down by itself. It was reported that the issue occurs when the patient would be sitting in one position; for example when the patient was sitting in their car, their stimulation would suddenly increase quite a bit on its own. Adaptive stimulation was reviewed with the patient, but the patient reported that the increase in stimulation would happen randomly and without positional changes. It was recommended that the patient follow up with their healthcare provider (hcp) for an evaluation and possible reprogramming. The patient was going to contact their hcp, but requested that a manufacturer representative be present at the appointment as well. It was noted that the issue started over the past week prior to the date of this report. Indications for use are spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had no idea what circumstances led to the stimulation increasing randomly. The steps taken to resolve the issue were that they would change how far they had to go to make it switch, but now it was worse. The issue was not in any way resolved, and they thought it was worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.